Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 for experiencing high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer experienced symptoms such as nausea and tiredness for high blood glucose event. The customer was treated high blood glucose with intravenous insulin drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.

Event description:
The customer reported that they were hospitalized on (B)(6) 2022 due to diabetic ketoacidosis. Blood glucose at time of admission was 593 mg/dl (hyperglycemia). Blood glucose at time of the call was 213 mg/dl. User reported feeling sick/unwell, nausea, vomiting, and loose stool. User was treated with intravenous insulin drip. User stated on (B)(6) 2022 at 10:00am they had elevated blood glucose levels and had nausea, user treated however the blood glucose levels didn't change and nausea got worse and began vomiting. User stated when they were able to eat they would vomit. Endocrinologist thinks user might have had a gastrointestinal bug due to indicated symptoms. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information related to the summary has been updated and provided with this report in section b5.